Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net experiencing fatigue. Review of the transmission revealed, the pulse generator exhibited backup operation. The patient was brought into clinic for further troubleshooting. A firmware download restored normal device function. No further information was reported.